Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - it was reported that an increase in the pacing threshold and dislodgement of the lead were observed 4 days after the implantation. The lead was explanted one month later and not returned. No deterioration of the patient's state of health was reported.